Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-12. H6: investigation summary: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's upper air vent membrane was wetted/compromised. No other defects were observed. The set was functionally tested and fluid leaked out from the upper filter vent. The customer's complaint of a leak on the filter tubing was verified. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. The sample was sent to the filter supplier for additional investigation. It was determined that it is likely that fluids used by the end user has caused the vent membrane to become wetted out and allow the vent leakage. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced leakage. The following information was provided by the initial reporter: material no: 2432-0007, batch no: unknown. Infectious control personnel came in to check patient lines, noticed that there's leak on the filter tubing of the tpn. It is not actively leaking. Appears to be old dried drainage. Full line change done by flash team member.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced leakage. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. Infectious control personnel came in to check patient lines, noticed that there's leak on the filter tubing of the tpn. It is not actively leaking. Appears to be old dried drainage. Full line change done by flash team member.